Event description:
It was reported that a customer's pump had a cracked or shattered touchscreen, and the screen remained black despite attempts to power on the device. There was no reported impact on the customer¿s blood glucose level. The device is to be returned for further inspection, and a replacement pump with the serial number 1564983 has been arranged for the customer.